Event description:
It was reported the pt has gradually lost stimulation. It was also reported the pt can no longer increase the amplitude. An impedance check was performed and revealed invalid impedance. The pt may undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.